Event description:
The patient reported that she received an 09 (technical inspection due) alert on her primary infusion device, but did not receive the 8x (technical inspection alert) that should display before the 09 alert. The patient was calling from out of the country and did not have her back-up device with her. Since she did not have her back-up device, her blood glucose elevated to 600 mg/dl. The patient utilized injection therapy until she returned home to switch to her back-up infusion device. The patient received a follow-up phone call and she did state that she switched her back-up infusion device and her blood glucose is back to normal. The patient did not report assistance by a healthcare professional or second party ot address the issue. The product has been requested to be returned for evaluation.